Event description:
Pt reported, the up button on the infusion device is defective and the soft component of the button is damaged. The infusion device was replaced and returned for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. A preliminary eval was performed, and it was found the soft components of the housing are worn down heavily; therefore, moisture entered the infusion device and damaged the electronics. The snap dome of the up button is contaminated due to is contaminated due to the entered liquid, and the functionality of the up button is not fully ensured due to the contamination. Add'l info will be submitted when the eval is complete.